Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the laparoscopic case, the endo catch pouch stripped off while being taken out of the abdomen. The specimen fell back into the abdomen. The specimen was retrieved.